Manufacturer narrative:
This report is a post inspection retrospective review. 2016 incident.

Event description:
On 12/01/2016, the distributor reported to rymed that they had received notification that their customer had experienced an issue with the product. It was reported that the product was found broken apart- the weld for the barrel of product failed (x2 each). Product was found broken in the packages when the clinician attempted to use. No patient injury; never reached the patient. 2 samples were received 12/12/2016. Reported as product code 415303, lot m00512. This report is a post inspection retrospective review. 2016 incident.